Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected blank/ white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. They were unable to perform functional testing including the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to the display anomaly. The insulin pump was received with a minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a problem with the display on the insulin pump. Customer stated that it was bumped while they were playing and it had different alarms before the blank display occurred. Customer stated that the pump is unresponsive and was advised that the pump will be replaced.